Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that when inserting the endogator tubing set into their steris gi 4000 machine, the tubing is splitting, allowing water to leak onto the floor. No report of injury.